Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedances that were found to be out of range. Technical services (ts) discussed the lead impedances and recommended to continue to monitor the device and lead. This rv lead remains in service. No adverse patient effects were reported.